Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead was high impedance due to the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the lead was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients lead displayed high impedance resulting in ineffective stimulation. Surgical intervention may be pending to address the issue.